Manufacturer narrative:
Method: the device was received for an evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number reported. Results: at this time testing is in progress, once the investigation is completed the results will be provided. Per the DHR there were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 100.00. Flow rate: 2.0 ml/hr. Procedure: unknown. Cathplace: unknown. The distributor reported a fast flow of a used easypump. Patient contact is unknown, the date of event was not received.